Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No lost sensor alarm was noted due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's father initially reported the transmitter not functioning, not transmitting his sensor glucose values to the insulin pump, and giving lost sensor alarms and weak signal alerts. Caller also reported his son's insulin pump having no button response, and then giving a button error alarm. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Father states the customer swam while wearing the insulin pump, no other significant events having occurred leading up to the keypad/button issue. Customer's reported blood glucose value was 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.